Manufacturer narrative:
Reported event: it was reported that handpiece on the mics came off during cuts. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09v3 and 24 devices were accepted into final stock on 07/06/2017. A review of qt17-07-0010 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), prodex lot k09v3 shows 06 additional complaints related to the failure in this investigation. The related complaints are pr (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) are associated with the failure mode reported in this event.

Event description:
Tka, handpiece on the mics came off during cuts.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka. Handpiece on the mics came off during cuts.